Event description:
The quantum maverick monorail 20/2.25 mm balloon was used to predilate the lesion prior to placement of a cypher stent. The pt was asymptomatic during this event.

Event description:
During a ptca/stenting treatment procedure, the quantum maverick monorail 20/2.25 mm balloon ruptured at 18 atms on the fourth inflation. (The number of atms reached on the initial three inflations is unk). The lesion being treated was a calcified, 99% stenotic lesion in a very tortuous lad and proximal left circumflex coronary artery. The physician used a neo's guidewire and a launcher guide catheter to cross the lesion. The quantum maverick monorail 20/2.25 mm balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.